Event description:
It was reported that while in the vertical position (90 degrees) and while the x-ray tube was adjusted for bedside imaging, the tube support arm moved downward toward the bed surface. According to the statement from the nurse, she had placed a binder on the remote control console, which may have contacted the joystick and thereby triggered this movement of the tube support arm. This incident occurred in another country. To address this issue, siemens initiated a firmware update for systems that may experience this problem. With this update, movement of the x-ray tube will automatically stop if the distance between the ground and the tube is less than 130 cm. If the system movement is re-initiated by the operator after this auto-stop, movement will only occur at half speed.

Manufacturer narrative:
Results: operator placed material on console which contacted joystick and initiated system movement.